Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asftf068 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "the ports were accessed with the port needles and when placement was confirmed, leaking occurred from the top of the port needle. Potential hazard if leak was not identified during access. Cytotoxic medication to be given via this access and could have been a potential chemotherapy leak on a patients skin." Complaint noticed: during / after use patient injury: no it was stated this occurred with two devices. This report addresses the first device.